Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t8-pelvis. It was reported that the patient underwent a revision surgery due to non-union at l5/s1. No additional patient complications were reported